Event description:
It was reported that one of the patient's leads had high impedance. The patient underwent a lead replacement procedure however, the physician was having difficulty inserting the new lead. The patient was doing well with good coverage utilizing the remaining lead. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.